Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Bezoar is a known complication of use of device. Refer to MDR 3010757606-2018-00630 for peg tube report. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, a phytobezoar was formed at the pigtail of jejunostomy tube. On (B)(6) 2018, the peg-j tube was removed due to the peg tube being embedded and ulcerated into the stomach wall because phytobezoar was acting like a weight. Patient was prescribed pantoloc.